Event description:
This ra lead was implanted on (B)(6) 2004, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, noting that the patient had an episode on (B)(6) 2017. There was noise observed on the atrial lead that appeared to be muscle noise which was possibly sensed through an insulation breach. No abnormal measurements were observed. Plan is to continue to monitor. The following physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).